Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon: dr. (B)(6). Procedure: total knee replacement. During implanting of definitive lcs femoral (un-cemented) prosthesis - which requires significant impaction force - the black plastic impaction head of the notch impactor broke away from the metal body. All components retrieved - copious lovage attended to in case any debris remaining.... But none noted. Action taken: tibial impactor utilised. Femoral component was fully seated using this tool. No ae to patient. A 1 minute delay to procedure. Female patient (B)(6), aged (B)(6), dob (B)(6).